Event description:
During evaluation, a prismaflex st150 set a leak from the connection between the filter and the dialysate port was identified. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and a leak was observed from the connection between the filter and the dialysate port. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.